Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the left ventricular lead was explanted and replaced.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high.

Event description:
It was reported that the right ventricular lead was causing optivol measurements to not be taken because the polarization threshold was exceeded. It was also reported that the left ventricular lead had high pacing impedance and high threshold. The leads remain in use. No patient complications have been reported as a result of this event.